Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Suspected cause was due to having a basal rate setting that was too low. Customer addressed bg level via correction bolus via pump, removed and replaced ifs and cartridge. Customer updated the basal rate setting to address the event.